Event description:
This lead was implanted on (B)(6) 2005 and remains implanted at this lime. In an email sent to technical services on (B)(6) 2018, it was noted that this lead exhibited noise in a pacemaker mediated tachycardia. The physician was dr. (B)(6) at an unknown facility in canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).